Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing due to myopotentials were observed on the device. Provocative testing was performed and the noise was reproduced during pectoral muscle contraction. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.